Event description:
A customer contacted beckman coulter inc. (Bci) regarding erroneously low and incorrect repeat results of hemoglobin (hgb) and platelet (plt) generated by the coulter hmx hematology analyzer with autoloader. Pt 1: initial (tube a) hgb and plt and results were: hgb - 5.2g/dl, printed with an operator defined an "l" flag (l - "low result. For pt samples, result is lower than the low pt sample limit"). Plt - 111 x 10 to the third power cells/ul, flagged with the instrument generated flag. The results were reported out of the lab and questioned by a physician. The pt was redrawn (tube b) and hgb result was 9.9g/dl, and plt result was 234x10 to the third power cells/ul. A correct report was issued. Customer tested a 2nd sample (tube c), drawn at the same time as the initial one, and obtained higher results: hgb result was 9.6g/dl and plt result was 209x10 to the third power cells/ul. Customer then re-tested tube a and repeated results were: hgb - 4.2g/dl, plt - 83x10 to the third power cells/ul. The results were flagged. Pt 2: initial hgb result was 13.0g/dl and 12.0g/dl and 11.4g/dl upon 1st, 2nd repeat. Initial plt result was 236x10 to the third power cells/ul and 192x10 to the third power cells/ul and 195x10 to the third power cells/ul upon 1st and 2nd repeat. Pt 3: initial hgb result was 14.8g/dl and 14.0g/dl and 13.4 g/dl upon 1st and 2nd repeat. Initial plt result was 284x10 to the third power cells/ul and 285x10 to the third power cells/ul and 269x10 to the third power cells/ul upon 1st and 2nd repeat. Based on available info, there was no impact to pt or user.

Manufacturer narrative:
Qc was run before and after the event, and recovered within specs. The specimens were analyzed in primary mode of operation. A field svc engineer (fse) was dispatched to the customer's lab: the fse inspected the instrument and discovered that the needle vent line was not evacuating properly after the rinse causing a dilution of the sample. The fse found the tubing through pinch valve pv-20 on the pump module was reversed. The incorrect tubing configuration occurred during a preventive maintenance (pm) performed a day before the event. The fse corrected the problem and serviced the instrument. Based on available info, the root cause for the decreased results from tube a, for pt 1 is unk. The repeat results for pt 2 and 3 exhibited a sample dilution after the 1st sample aspiration. Hardware issue addressed by the fse may have contributed to this event.